Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Based on the provided data and information, a general reagent issue could be excluded. The customer was not using the required rack adapters for 13 mm sample tubes. The customer uses 13mm tubes and another type of sample tube with a different diameter. The customer did not know the tube diameter for this specific sample. (B)(6).

Event description:
There was an allegation of a questionable high troponin I stat elecsys result from the cobas e411 rack analyzer. The results were 0.167 ng/ml, 0.345 ng/ml, 0.132 ng/ml, and 0.157 ng/ml. The questionable result was not reported outside of the laboratory. The reagent lot number was 501356 with an expiration date of 31-jan-2022.